Event description:
Laparoscopic robotic-assisted radical prostatectomy - "pt undergoing laparoscopic robotic-assisted radical prostatectomy. When removing trocar which was used for the camera from the pt, it was noted that the trocar had broken into multiple pieces which were in the pt's abdomen. The pieces were removed from the pt and the surgery was completed. It was also noted during the procedure that on of the trocars used for the instruments was allowing co2 to leak from the abdomen. During the surgery, this trocar was replaced with a trocar from a different manufacturer which stopped the leaking." "There was no pt harm as a result of either of these events."

Manufacturer narrative:
Hospital reported this incident to FDA. We will notify customer to request event sample, follow up report will be provided upon completion of investigation.